Event description:
It was reported that one day post implantation of two xact stents in the right internal / common carotid artery, the patient experienced limb ataxia and vision changes. Per the cardiologist, the event was likely an embolic shower originating from the heart. Patient has atrial fibrillation and an ejection fraction of 20%. Coumadin was stopped 5 days prior to the procedure, but the patient was started on plavix at that time. No treatment was provided. The patient is improving daily and is almost back to baseline. Coumadin is expected to be restarted. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, embolism and visual disturbances are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.